Event description:
A pt reported experiencing inaccurate high results with a surestep enhanced meter. The pt's blood glucose results were 45mg/dl(meter), 145mg/dl(lab). Tests were done within 21-30 mins with a difference of 69%. Pt did not experience any adverse events. No further info has been reported.